Event description:
It was reported that the programmer lost power intermittently. The power cord was changed out but the issue recurred. It was further reported that the programmer had intermittent telemetry while programming in a wireless session and that the keyboard was broken. The programmer was returned for service. It was indicated that there was no patient involvement associated with the event. It was further reported that the radiofrequency programmer head returned as an associated device subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis the programmer head failed uplink tests and therefore its cable was replaced. Concomitant product: product ID 229047 software analyzer. (B)(4).